Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-deco evaluation, the delivery system was found to have a leak at the y-connector. As reported by our affiliates in (B)(4), during the sapien 3 tavr case by tf approach with the commander delivery system, the gross valve alignment did not work. The balloon shaft could not be pulled back and therefore the whole system was removed. New devices were prepared.

Manufacturer narrative:
Review of available imagery was performed with an in-house clinician. Based on the available cine, mild tortuosity of the abdominal aorta and moderate/severe tortuosity of the lower extremities were noted. The delivery system was returned to edwards lifesciences for evaluation. Prior to decontamination and removal of the device from the return packaging, a kink on flex shaft was found. It measured approximately 18¿ proximal of the flex tip and was due to packaging. The distal portion of delivery system was inserted into hub of sheath. There was also a kink on the guidewire shaft (noted to be proximal to pad print) most likely due to packaging. The valve was noted to be within the sheath housing, and after removal of the delivery system from the sheath, the valve was noted to be partially on the inflation balloon. The delivery system was removed from the sheath, visually inspected and the guidewire shaft kink was observed. No other abnormalities were identified. After visual inspection of the returned device, device inflation was attempted and a leakage from beneath the strain relief was noted. The strain relief was moved off the y-connector to inspect the balloon shaft to y-connector bond and a partial break in the balloon shaft just distal to the y-connector was observed. No further functional testing relating to delivery system leakage was performed. The complaint was confirmed based on the noted balloon shaft separation. As the delivery system balloon was returned in a condition that does not allow the balloon to be inflated/deflated or prepared for functional testing (balloon shaft separation under the strain relief), no functional testing with a valve relating to the reported valve alignment difficulty was able to be performed. However, both valve alignment and full fine adjustment functionalities without a valve were able to be performed using the returned device without any noted abnormalities. The balloon shaft outer diameter (od) distal to the damage was inspected as an undersized or oversized outer diameter at this location would be indicative of a potential manufacturing non-conformance during the processing of the balloon shaft component. The complaint device measurement was found to meet the specification. The dimensions of the components that could possibly interact during the valve alignment function met specification on the returned commander delivery system. The complaint device work order and the potentially related component work orders were reviewed and no manufacturing non-conformances were found which could have contributed to the reported complaint event. A lot history review revealed no similar complaints related to the reported complaint events or delivery system leakage or valve alignment difficulty. No IFU/training deficiencies were identified. A review of complaint history from june 2015 to may 2016 revealed other returned complaints for commander delivery systems with leakage distal to the y-connector. Several of these complaints have been confirmed and investigation is ongoing. Review of complaint history reveals that the occurrence rate for leakage for the commander delivery system does not exceed the may 2016 control limits for the trend category of commander delivery system ¿leakage.¿ a review of complaint history from june 2015 to may 2016 revealed complaints for the commander delivery system (all sizes) for valve alignment difficulty. Review of complaint history reveals that the occurrence rate for this complaint mode for the commander delivery system does not exceed the may 2016 control limits for the trend category, ¿valve alignment difficulties¿. During manufacturing, the commander delivery system underwent multiple inspections. The balloon shaft to y-connector bond is inspected after the bond is performed. The inspection criteria states to reject for ¿gaps and leak channels.¿ additionally, all y-connector ports are inspected after adhesive filling and coverage. The inspection criteria states to reject for ¿leak channels, partial adhesive coverage, or no adhesive coverage.¿ all devices undergo 100% functional inspection by manufacturing and quality for fine adjust function, collet/shaft clearance, and collet engagement. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Balloon catheters are 100% leak tested before final inspection. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan which includes a fine adjust verification and tensile test of the y-connector/balloon shaft joint. For the related work order, the lot was accepted because the calculated tolerance limit is statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. Of note, the CAPA is currently in the control phase. Corrective actions included a change to the balloon shaft¿s material configuration to prevent further occurrences of fracture. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action. The complaint for valve alignment difficulty was unable to be confirmed on the returned device as the valve alignment and full fine adjust functionalities were able to be used and review of imagery did not provide any cine of the valve alignment procedure. Visual inspection, dimensional analysis, and review of DHR, complaint history, and lot history did not reveal any related manufacturing non-conformances. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This can cause resistance while performing valve alignment and/or fine adjustment. Of note, a study demonstrated that performing valve alignment in a curvature or non-straight section can increase the possibility of diving, and increase valve alignment forces. Imagery review revealed that the patient had moderate/severe tortuosity of the lower extremities and mild tortuosity of the abdominal aorta. Therefore, while a definitive root cause was unable to be determined, available information supports that patient factors (potential of a tortuous anatomy) and/or procedural factors (valve alignment techniques and/or performing valve alignment in a potentially tortuous portion of the anatomy) may have contributed to the reported complaint. Regarding the difficulty with valve alignment, since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was identified in the returned sample, a pra is not required. The complaint was unable to be confirmed for difficulty with valve alignment and no manufacturing non-conformities were found in the returned sample related to this issue. Available information suggests that patient and/or procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.